Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: (B)(6) 2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic nephrectomy, the device jaws were difficult to open and were re-opened manually by squeezing the handles. Another device of the same type was opened and used to complete the procedure. There was no patient injury or tissue damage.